Event description:
A medtronic rep reported, the right long tactile probe tip broke off in the sacrum during a case. The surgeon was able to remove the broken fragment from the bone. The event had no impact on the pts outcome.

Manufacturer narrative:
The MFR date is unk. Replacement part ordered. RMA issued. Reliability engineering conducting failure analysis investigation. Results not available at time of this report.